Event description:
The actual residual volume was 3-4ml greater than the expected residual volume. It was unk if the pt had any symptoms of underdose. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).